Event description:
It was reported there was a green cable error and damaged probes. There was not reported patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.